Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of crosstalk were noted on the right atrial (ra) lead. The ra lead signal was identical to the ventricular signal. Diagnostic imaging was performed and confirmed dislodgement of the ra lead. The device was reprogrammed. The patient was stable.